Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported on (B)(6) 2015 that the patient had not been the same since surgery and they were sorry that they had done it and would not recommend it. They thought the patient had possibly had a stroke during the implant procedure which was the reason for doing an MRI. The device had gotten rid of their tremors in the hands but cognitively the patient had struggled. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.